Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support and upon arrival at the intensive care unit, the staff observed that the impella cp pulled out of the patient. The staff performed a massive blood transfusion protocol and emergent vascular surgery was performed. The impella cp was removed, and the ventricle re-wired after inserting a 14x30 cook sheath. The pump readvanced across the valve and the patient appeared to be recovering on minimal vasoactive drips. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Per the results of the medical review "use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.".